Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range impedance measurements. Surgical intervention was performed and the lead was explanted without incident. Besides intervention, there were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 25 cm from the terminal end. The fracture was consistent with cycle fatigue damage.